Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report. Issue generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5086058. The patient reported her autoimmune thyroiditis was diagnosed prior to her implantation with mentor implants, and no one informed her this was a contraindication for breast implants. No product malfunction, such as rupture, was reported. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). No patient name or contact information was provided, therefore no follow up can be completed and there is no additional information available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.